Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#3006705815- 2016-00455. It was reported the patient presented to the ER due to back pain at the lead incision site. Reportedly, the trial leads were removed due to a suspected infection. Follow-up identified the patient received antibiotics as treatment and the issue is resolved.